Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. The patient's mother was advised to reset the smart device. The issue was resolved as the application displayed reading 10 minutes after the reset. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/24/2016. The reported event of loss of connection was not confirmed. A root cause cannot be determined.